Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call of keypad issues with their insulin pump. Customer states trying to conduct a bolus, but the numbers just keep scrolling. Customer also states that she cannot get the act button to function. Customer mentioned that for the most part the pump functions, except for when she tries to conduct the bolus, that's when the numbers won't stop scrolling. The patients' blood glucose level was 95mg/dl. Customer states none of the buttons are responding correctly. Customer was advised to discontinue use of pump, and that the pump would need to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. The insulin pump has minor scratches on the lcd window and cracked case at the display window corners.